Manufacturer narrative:
Philips service provided instructions to clear os disk and check network connection. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray and patient image viewing not possible due to software issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.